Event description:
Additional information received reported that the patient's pump was explanted and replaced because of the motor stall and the inability to restart the pump by the healthcare provider (hcp). The cause remained inconclusive, and the pump was discarded, so it was not to be returned. The patient outcome was reported as "no patient complication" and the reporter further stated that the patient had received another pump and was doing fine. The date of replacement was not provided. A follow-up report will be sent if additional information becomes available.

Event description:
It was reported there was a motor stall and the patient was experiencing increased spasticity. The reporter stated that the pump started beeping and telemetry showed a motor stall message. The healthcare provider (hcp) attempted to restart the pump but was unable. The hcp was going to try a simple bolus to check if the motor moved and started working again. If the pump did not restart, a pump replacement was to be contemplated. The patient was hospitalized as a result of the event. The medication in the pump was baclofen. No other event detail, nor was the patient outcome provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).